Manufacturer narrative:
Manufacturer report number 2916596-2022-16187 covers the initial report of driveline faults. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was being seen for serial log files to assess driveline (dl) faults. 24 dl faults were noted on interrogation. The log file captured intermittent dl fault events.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log file confirmed the reported driveline fault alarms. Based on complaint history and similarly reported events, the driveline fault alarms are indicative of a potential driveline issue; however, a direct cause for these findings could not be conclusively determined through this evaluation. The submitted log files captured intermittent, silenced driveline fault alarms. The pump operated at the fixed speed without issue for the duration of the log files. The log files appeared to show the system operating as intended. The patient remains ongoing on heartmate ii left ventricular assist system (lvas). No additional complaints have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines system controller alarms, as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines system controller alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.